Manufacturer narrative:
Investigation summary: product damage (introducer kink): device was not returned for investigation. Data log review was not required for this case run. The cause of the introducer kink issue was most likely related to the patient's tortuous vascular condition, based on the given clinical details. Device history lot: device batch: s9517744. Device history review: per (B)(4), one introducer kit from batch #s9517744 failed due to a stain on tyvek and was dispositioned as "accept" after mrb confirmation per as 0052-3046 rd. All introducers from batch #s9517744 passed all inspection checks.

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. The patient was scheduled for an upcoming transcatheter aortic valve replacement. In preparation for the procedure, the patient was brought to the cardiac catheterization laboratory for right heart catheterization and left heart catheterization, percutaneous coronary intervention (pci) of the right coronary artery (rca) and left anterior descending (lad) artery, and balloon aortic valvuloplasty (bav). The decision was made to insert an impella cp to provide mechanical circulatory support during the procedures because the patient had complex coronary anatomy and a reduced stroke volume. An impella 14fr x 25cm sheath was placed without issue and the aortic valve was crossed with a wire. Bav was performed successfully and the impella cp was loaded over wire. Multiple unsuccessful attempts were made to deliver the impella cp to the left ventricle; however resistance was met at the aortic valve. The medical team decision was ultimately made to explant the impella and perform the pci unsupported due to aortic stenosis. Impella cp explant was attempted through the impella 14fr x 25cm peel away sheath. The device was pulled entirely into sheath lumen and would not exit hemostatic valve. Multiple attempts were made to explant the device but all were unsuccessful. A guide wire was introduced into sheath to maintain vessel access, and the sheath was explanted along with impella. Upon explant, a kink was noted in the sheath after the impella cp was explanted, the pci of the rca and lad were performed without issue. This complaint involves two impella devices: impella cp, with serial number 609425 impella 14fr x 25cm peel away sheath with lot number s9517744 this report specifically addresses the impella 14fr x 25cm peel away sheath with lot number s9517744, which is the subject of this report. A separate report will be submitted for the other device associated with this complaint.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.